Event description:
It was reported that the right atrial (ra) lead dislodged. High thresholds and high impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.